Manufacturer narrative:
All available information was investigated and the reported difficult to deploy the clip (difficult or delayed activation) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to deploy the clip (difficult or delayed activation). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a mean pressure gradient of 1mmhg. During preparation, a steerable guide catheter (sgc) (31030r2081) would not hold fluid column. Therefore, the sgc was not used and replaced. The procedure was continued with a new sgc, and an ntw clip (30425r1014) was inserted and placed on the mitral valve. However, during deployment, the clip would not detach from the clip delivery system (cds). Troubleshooting was performed; removed tension from the sgc and ensured coaxial position, harvested the gripper lines, retracted the actuator knob. The clip was able to be detached from the cds and deployed. It was noted the gradient increased to 4mmhg. To further reduce mr, a second ntw clip was successfully implanted, reducing mr to a grade of 2. However, the gradient increased to 6mmhg. It was noted the physician was satisfied with the results of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.